Manufacturer narrative:
The reported event was confirmed use related issue as nurse failed to change out the wick before 12 hrs. Sample was not available for evaluation. The root cause identified is "user unaware of time limitation or forgets the patient is using the device." The reported event is addressed within the labeling as it states: maintenance: 6. Replace the purewick female external catheter at least every 8 to 12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Precautions: - experiencing skin irritation or breakdown at the site - always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. - maintain suction until the purewick female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: - assess device placement and patient¿s skin at least every 2 hours. - replace the purewick female external catheter every 8 to 12 hours or when soiled with feces or blood. - change suction tubing per hospital protocol or at least every thirty (30) days. A DHR review was not required because the investigation was confirmed use related. Based on the investigation results no additional action is required at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that they had to use the purewick unit in the hospital and the nurse failed to change out the wick before 12 hrs. Multiple times causing leakage leaving the customer in pool of urine that led to rash skin irritation bed sores and outbreak. Unclear if medical intervention was provided. It's unclear if lot number was requested. No medical intervention was reported.